Event description:
It was reported that the patient had a suspected infection. The patient was prescribed with antibiotics.

Event description:
It was reported that the patient had a suspected infection. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.